Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The patient's arterial needle moved at the end of a routine hemodialysis treatment, causing an arterial air alarm. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to not performing rinseback due to possible clotting of the extracorporeal blood circuit. The alarm was most likely the result of restricted blood flow due to movement of the patient's arterial needle. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed alarm recovery with the operator. Nxstage medical considers this report closed. No additional information will be provided.